Manufacturer narrative:
The customer¿s report that the tubing failed was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed an area of the silicone segment directly below the upper fitment to be deformed. No other anomalies or evidence of damage were observed upon initial visual inspection. Further handling of the silicone segment area was softer/weaker as compared to the rest of the silicone segment. The silicone tubing segment was cut and inspected under magnification; the walls were found to be concentric. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing failed. Although requested, there has been no impact to patient response or additional event information made available to date.